Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Bd is not responsible for complaint in investigation and reporting of this product. The complaint details have been forwarded to the supplier, aptaca.

Event description:
It was reported that 2 bottles of bd aptaca urine cup 60 ml was missing the expiration date on the label. The following information was provided by the initial reporter, translated from french to english: no date of expiry on the urine sample bottles if you remove the packaging bag, the date of expiry is no longer visible because it is only on the bag.

Event description:
It was reported that 2 bottles of bd aptaca urine cup 60 ml was missing the expiration date on the label. The following information was provided by the initial reporter, translated from french to english: no date of expiry on the urine sample bottles. If you remove the packaging bag, the date of expiry is no longer visible because it is only on the bag.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in report. As aptaca is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.